Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 4330296 was provided for investigation. The cannister and septum were noted to be deformed within the catheter adapter, which likely created a fluid path that allowed fluid to leak. The appropriate manufacturing personnel were notified of this complaint. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: this needle was left on my desk 2/3/2025, package opened, labeled 'defective' but no visible signs of use. I reached out to the dept that dropped this off and no one could assist. Eventually I removed the needle piece from the set and connected a saline syringe. While flushing the saline through, it also leaks out through the gray valve near the wings. I've kept these pieces on hand for returning to bd if needed. Thanks.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.